Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 2/24/2015- pfs received. After review of the pfs for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided at this time). The complaint was updated on:3/13/2015.

Event description:
Litigation alleges the patient suffers from large amounts of toxic cobalt-chromium metal ions and particles released into patient's blood, tissue and bone; pain; discomfort; and inflammation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 08, 2017: claim letter and supplemental information received. After review of the additional information, it was stated that the patient was revised to address metal-on-metal implant with metallosis and local inflammatory reaction to debris. Revision operative note stated that there were some reactive tissues and dark material scattered inside the capsule and evidence of corrosion at the neck of the femoral component with darkish material. Taper appeared intact with minimal corrosion. Clinical visit note reported pain, limping, limited rom, synovitis, and osteolysis. It was also reported that the infectious workup was negative. It was also found that the patient had a surgery on (B)(6) 2016 due to right displaced intertrochanteric/subtrochanteric pertrochanteric hip/proximal femur fracture after he fell on the bathroom. No laboratory values provided for the alleged high metal ions. No part/lot information provided. This complaint was updated on: jun 21, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).